Event description:
It was reported that during a remote device data review, episodes of oversensed noise resulting in inappropriate anti-tachycardia pacing (atp) and inappropriate shocks was seen. This resulted in pacing inhibition of two seconds. It was stated that the extracardiac noise was the result of a healy device that the patient was wearing. This healy device is an external product for the treatment of chronic pain, as well as for the supportive treatment of mental illnesses. Boston scientific technical services were contacted and recommended the patient remove the device unless it was medically necessary. Additionally, programming recommendations were provided should the patient continue to use the device. This was discussed with the patient and it was decided to permanently stop the use of the healy device and continue with remote monitoring. At this time, the device remains implanted and in service and no additional patient consequences were reported.